Manufacturer narrative:
No medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that the patient received inappropriate shocks due to dislodgement. The lead was explanted and replaced when repositioning was unsuccessful.